Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead had rising and high impedance. The physician will consider replacing the lead at the next device change-out procedure; however, the lead currently remains in use. No patient complications have been reported as a result of this event.